Event description:
(B)(4). Constant pain on r side in abdominal region. Bleeding and painful intercourse. Bleeding all the time. Hsg performed and states angulation of marker showing possible fracture.